Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 type of investigation code should have been 4115 instead of 4111 and 4114 in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-33331. It was reported that the patient's trial implant procedure on (B)(6) 2020 was abandoned after the physician was unable to advance the leads due patient anatomy. There were no other complications during the trial.